Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 388928 lot# 0209642965 serial# implanted: explanted: product type lead product ID 388928 lot# 0209642966 serial# implanted: explanted: product type lead note: it was noted that it was unclear which lead, lot 0209642966 or 0209642965, was explanted as documented data did not distinguish between the implanted sites of both leads. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer¿s implantable neurostimulator (ins) would be r eplaced due to alleged malfunction, which occurred during normal use. The hcp noted multiple clinician programming sessions had been necessary in the past weeks due to an automatically turned off ins. The patient programmer (pp) reported one time 505 error. The last interrogation and use of the pp was without anything noticeable to report. Neither an emi source nor a medical treatment could be identified to explain the repetitive ¿shut down¿ of the ins. Multiple clinician sessions, including reprogrammings and interrogations, were reported to be performed. It was noted that sometimes it was difficult to interrogate the ins and a successful telemetry session had not always been possible. The consumer had been introduced to avoid relevant emi sources. Any further troubleshooting is not desired by the consumer or the hcp, as both allege a device defect. As the consumer was already scheduled for a pocket correction on (B)(6) 2017, the hcp and consumer decided to replace the ins. The consumer also had a second ins on the contra-lateral side (bilateral implantation), that was in normal function and ¿shut downs¿ were not present. The same pp was used for both inss and only showed the 505 error code when used with this device, not the contra-lateral sided device. Additional information received from the representative reported the pocket revision was planned due to consumer discomfort/pain at the implant site. Further information received on (B)(6) 2017 from the representative reported the ins with the connected lead were completely explanted yesterday. The contra-lateral device with its connected lead remained implanted. The procedure was without complication.

Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found ins functionally okay, insignificant anomalies. The implantable neuro stimulator (ins) passed functional testing. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, the ins was put through a long-term monitor test and functioned without issue throughout 48 hours of testing at body temperature. Analysis of the lead, model 388928, serial/lot no. Unknown, found lead body conductor crushed with no significant anomaly. Analysis identified that the {x} conductor(s) was/were crushed in the body of the lead; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuit. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.